Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi post cybersecurity upgrade during device check. The clinician reloaded the original firmware successfully and opted not to retry the cybersecurity upgrade. The patient will be followed normally.